Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) have presented with noise on the rv pace/sense channel since (B)(6) 2012. It was recently noted that the noise has increased in frequency and although it has not resulted in the delivery of inappropriate shocks, it has caused pacing inhibition. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to review the data from the remote monitoring system and provide assistance into this issue.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The ts consultant reviewed the data on the remote monitoring system website and discussed that there are numerous episodes recorded to the oversensing of noise. The noise is mainly on the ventricular channel, but was at times found on the shock channel. The noise appears to be of myopotential origin, possibly due to diaphragm movement or abdominal activity. Although there was pacing inhibition, it was never for more than two seconds. The ts consultant discussed troubleshooting that could be performed to determine if the noise is the result of a lead issue or if the lead is sensing normal muscle movement due to its current position in the heart. At this time, the crt-d and rv lead remain implanted and in service.

Manufacturer narrative:
At this time, the crt-d and rv lead remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Additional information was later received that this crt-d and rv lead were still exhibiting noise that was leading to oversensing and pacing inhibition. Although there were some ventricular pauses noted due to the pacing inhibition, they were shorter than two seconds. In addition, there was an alert recorded by the device for out of range rv amplitudes. Data from the remote monitoring system was reviewed by a boston scientific technical services (ts) who discussed that the noise appears to be of myopotential origin, indicating a possible lead issue. It did not appear that the noise was the result of a loose setscrew or connection issue. Additional troubleshooting steps were provided for the physician to try and ascertain the system integrity and determine if it is a lead or device issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) have presented with noise on the rv pace/sense channel since (B)(6) 2012. It was recently noted that the noise has increased in frequency and although it has not resulted in the delivery of inappropriate shocks, it has caused pacing inhibition. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to review the data from the remote monitoring system and provide assistance into this issue. The ts consultant reviewed the data on the remote monitoring system website and discussed that there are numerous episodes recorded to the oversensing of noise. The noise is mainly on the ventricular channel, but was at times found on the shock channel. The noise appears to be of myopotiental origin, possibly due to diaphragm movement or abdominal activity. Although there was pacing inhibition, it was never for more than two seconds. The ts consultant discussed troubleshooting that could be performed to determine if the noise is the result of a lead issue or if the lead is sensing normal muscle movement due to its current position in the heart. At this time, the crt-d and rv lead remain implanted and in service. Additional information was later received that this crt-d and rv lead were still exhibiting noise that was leading to oversensing and pacing inhibition. Although there were some ventricular pauses noted due to the pacing inhibition, they were shorter than two seconds. In addition, there was an alert recorded by the device for out of range rv amplitudes. Data from the remote monitoring system was reviewed by a boston scientific technical services (ts) who discussed that the noise appears to be of myopotential origin, indicating a possible lead issue. It did not appear that the noise was the result of a loose setscrew or connection issue. Additional troubleshooting steps were provided for the physician to try and ascertain the system integrity and determine if it is a lead or device issue. No adverse patient effects were reported. The lead was later explanted during a device replacement procedure and was returned for analysis.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, inspection of the lead found it was severed 105mm from the terminal pin, with only the proximal segment returned. Cuts were noted in the insulation. Resistance testing was performed and confirmed the lead segment was electrically continuous. Laboratory analysis could not confirm the reported clinical observations on the portion of lead that was returned.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) have presented with noise on the rv pace/sense channel since september 2012. It was recently noted that the noise has increased in frequency and although it has not resulted in the delivery of inappropriate shocks, it has caused pacing inhibition. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to review the data from the remote monitoring system and provide assistance into this issue. The ts consultant reviewed the data on the remote monitoring system website and discussed that there are numerous episodes recorded to the oversensing of noise. The noise is mainly on the ventricular channel, but was at times found on the shock channel. The noise appears to be of myopotential origin, possibly due to diaphragm movement or abdominal activity. Although there was pacing inhibition, it was never for more than two seconds. The ts consultant discussed troubleshooting that could be performed to determine if the noise is the result of a lead issue or if the lead is sensing normal muscle movement due to its current position in the heart. At this time, the crt-d and rv lead remain implanted and in service. Additional information was later received that this crt-d and rv lead were still exhibiting noise that was leading to oversensing and pacing inhibition. Although there were some ventricular pauses noted due to the pacing inhibition, they were shorter than two seconds. In addition, there was an alert recorded by the device for out of range rv amplitudes. Data from the remote monitoring system was reviewed by a boston scientific technical services (ts) who discussed that the noise appears to be of myopotential origin, indicating a possible lead issue. It did not appear that the noise was the result of a loose setscrew or connection issue. Additional troubleshooting steps were provided for the physician to try and ascertain the system integrity and determine if it is a lead or device issue. No adverse patient effects were reported. The lead was later explanted during a device replacement procedure and was returned for analysis.